Event description:
The customer reported that while the unit was in use on a patient, during assist mode, the unit generated "maintenance code 6 and 3" alerts; the unit then went into standby mode. The patient was switched to another unit and therapy was continued. No patient was reported.